Event description:
It was reported that the pulse generator exhibited noise. The patient was asymptomatic. The device was explanted and replaced successfully. The patient¿s condition was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of recordings. Final analysis found composition of epoxy contamination on the ra and rv contact springs that may be traced back to a manufacturing anomaly. However, lab testing could not reproduce the field issue to determine if the noise anomalies seen in the field were caused by the epoxy contamination.